Manufacturer narrative:
One medfusion pump was received with a cracked right plunger case. The event history log was reviewed and there was a force sensor bridge test error in the history. Start up and inspection tests were conducted. The reported issue was able to be duplicated; the force would not come off of 5 lbs. The force sensor was replaced and the issue was resolved. The issue was caused by normal wear/use since the pump is over 7 years old.

Event description:
Information was received indicating that a smiths medical medfusion pump alarmed "force sensor bridge test". There was no patient or clinical injury.